Event description:
It was reported that during implant. Device interrogation revealed loss of pacing on the left ventricular (lv) lead. The physician elected to not use the lv complete the procedure without a replacement. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pacing was not confirmed. As received, a complete lead was returned for evaluation. The device was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.